Event description:
(B)(6) received information that following the implant of the boston scientific transcatheter bioprosthetic valve within a native aortic valve, a new left bundle branch block (lbbb) developed and a permanent single-chamber pacemaker was implanted seven days later. The patient was discharged from the hospital 8 days following the valve implant. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).